Event description:
It was reported that following the implantation of an elevate pc anterior, the patient experienced worsening mixed urinary incontinence. A procedure was performed on (B)(6) 2014 to place trans-obturator tape to treat the urinary incontinence. The event is considered continuing (not resolved) as of (B)(6) 2014. No additional patient complications were reported in relation to this event.